Manufacturer narrative:
Correction: annex a code updated from partial blockage to complete blockage to align with reported event investigation results: no samples were received for investigation, in which the customer stated that a vacuum was created when they tried to draw up the volume even with the side air-port opened. The product in use at the time is reported to be a 72215n from lot 23103267. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23103267 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 72215n set over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set had flow issues. The following information was received by the initial reporter with the following verbatim: all the products in this lot have created a vacuum when drawn up with volume. Even with the side air-port opened. Rendering them unusable. Of not. The plastic tubing in this lot is clear. And not clouded like we see in all other lot numbers that they receive.